Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level and no delivery alarm. Customer's blood glucose level was 22 or 23 mmol/l. Customer states that they got no delivery and performed the troubleshoot. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (inf and res). Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.